Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
It was reported that the customer's blood glucose reached 76 mg/dl while wearing the pod and that he was hospitalized with hypoglycemia. It was also reported that his bg meter was reading incorrectly.

Manufacturer narrative:
Update ¿ additional review of this case identified that the customer had changed the blood glucose test strip code to 20 when the correct code was 16. There was no device malfunction. The omnipod users guide (14518-5c-aw rev e 03/16), provides the following: page 80 - out-of-range test results may be caused by: expired or bad control solution. Expired or bad test strip. Error in performing test. Code on test strip vial does not match code set in the pdm. Malfunction of the system. Control solution test done outside 59° to 104° f (15° to 40° c). Page 81, warning - always verify and be prepared to adjust the code on the pdm to match the code number on the test strip vial. It is important to always enter a code whether using freestyle or freestyle lite with the mylife omnipod, even if some freestyle lite products indicate that no coding is required. No coding only apply when these strips are used with certain abbott meters, and does not apply to mylife omnipod. Page 82, warning - the code number on the screen should match the code number on the side of your test strip vial. They must always match or your results will be inaccurate. Page 87 - set the blood glucose test strip code after you insert the strip, the pdm displays a code number. This number must match the code on the side of the vial.